Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "rapid gas loss" alarm generated and blood was found in the tubing of the iab after normally working for three days. The iab was removed and replaced with a new iab to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "rapid gas loss" alarm generated and blood was found in the tubing of the iab after normally working for three days. The iab was removed and replaced with a new iab to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and sheath. A kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. An aneurysm was observed in the middle of the membrane approximately 8.89cm from the iab tip. This can occur during over inflation of the membrane. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.015cm in length. The reported problems were most likely triggered by the hole found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).